Event description:
Information received does not address the patient's clinical status but notes that during a follow-up, when the rate was increased to 95 ppm, dashes (---) were noted for parameters and telemetry was very slow. Reprogramming and return to did not alleviate the dashes. The battery voltages were 2.66, 2.67 and 2.68 with battery impedance up to 5k ohms. The patient was sent to the hospital and the device was replaced.